Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm there was a sharp protrusion on the plunger. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that there is a sharp edge under the thumb press on the plunger rod. He stated that he gets cut when he pulls the plunger rod out, stated that the cut is similar to a paper cut.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. H6: investigation summary customer returned (7) syringe 0.5ml 31ga 6mm loose. It was reported by the consumer that there is a sharp edge under the thumb press which causes customer to get a paper-cut-like cut. All the syringes were examined using magnification and found no evidence of sharp edges to the plunger thumb press that could lead to cut. Hence, the alleged issue could not be confirmed based on the samples return for the investigation. A review of the device history record was completed for batch# 0090596. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause is not determined as the issue is unconfirmed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm there was a sharp protrusion on the plunger. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that there is a sharp edge under the thumb press on the plunger rod. He stated that he gets cut when he pulls the plunger rod out, stated that the cut is similar to a paper cut.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.